Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: through follow up with the physician it was learned that the implant date ((b)(6 2017) provided in the initial emdr was incorrect. The physician provided the correct implant date as (B)(6) 2017. In addition, the physician provided information that an incision enlargement was performed. However, there were no other complications and the patient is doing well. Also the explanted lens was discarded. No additional information was provided. As a result of the corrected/additional information the following fields were updated accordingly: if implanted, give date: (B)(6) 2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 14.5 diopter intraocular lens was implanted in the left eye (os) on (B)(6) 2017 based on ocular response analyzer (ora) calculations. However, the patient outcome was 1.5 diopter myopia post-operatively. The doctor explanted the lens on (B)(6) 2017. The lens was replaced with the same model number, but lower diopter of 13.0, which was the doctor''s original calculations without ora. The patient is now happy and sees better with a visual acuity of 20/25. It was also noted the patient is 20/25 with a zxt300 in the right eye (od). No additional information was provided.